Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the wheels are bowing.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation. The result of the evaluation was that both back wheels were bowing out and rubbing the arms of the chair, which confirmed the original complaint issue. However, the underlying cause could not be determined. It was noted that the wheelchair was in a very used condition for the amount of time it was in the field.

Event description:
The dealer stated the wheels are bowing.